Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to rail causing drawer to jam. A field service engineer replaced all broken bumpers for rails, placed the rails back in position and rebooted the station inorder to solve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer stuck issue.the user confirmed that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.